Event description:
"One pt sample with thyroid results that do not with clinical picture and are discrepant when compared to another method". Initial thyroid results: tsh result 0.156 uu/ml, free t4 result 3.25 ng/dl, free t3 result 9.48 pg/ml. Sample repeated by another method gave tsh result 0.43 u/l, free t4 result 1.43 ng/dl, free t3 result 2.24 pg/ml. If add'l info is rec'd, appropriate notification will be provided.